Manufacturer narrative:
(B)(4).

Event description:
It was reported that farfield oversensing and noise on the atrial channel were observed. Insulation damage and clavicular crush were noted. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Insulation and outer coil damage was noted at 26.9 cm to 27.9 cm from the connector pin consistent with clavicle crush damage. The outer coil was fractured at this location. This is consistent with the observation from the field of oversensing and noise.